Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
It has been determined that the events of edema and pain did not occur. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of "edema" and "pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: edema and pain.

Event description:
Patient reported "recalled" and "massive swelling and discomfort". This record is for the left side. The device was explanted.